Manufacturer narrative:
(B)(4). Exact implant date is unknown, however, it occured sometime in (B)(6) of 2008. Exact revision date is unknown, however, it occured sometime in (B)(6) of 2009. Concomitant medical products - screw, catalog#: 815037016, lot#:unk; screw, catalog#: 815341018, lot#:unk; screw, catalog#: 815341020, lot#:unk; screw, catalog#: 815037022, lot#: unk; plate, catalog#: 814123005, lot#:unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05012, 0001825034-2017-05014, 0001825034-2017-05013, 0001825034-2017-05015, 0001825034-2017-05017.

Event description:
It was reported patient underwent an initial ankle fracture plating procedure. Subsequently, the patient was revised approximately six (6) months post-operatively due to significant itching, a low-grade fever, and generally not feeling well. Patient is currently using a bone stimulator as treatment, and has not had the itching sensation since the product was removed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was patient condition as the patient had an allergic reaction to titanium. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.